Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. The exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted the helix was returned fully retracted and testing was not possible. There was tissue visible inside the helix. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead experienced several sensing integrity counter (sic) and non-sustained ventricular tachycardia (vt) episodes. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.